Event description:
It was reported that after tka it was noticed that a journey insert was implanted in a legion tibial baseplate. No delay or injury reported. A revision surgery had to be performed to remove and re-implant a legion poly.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, reportedly after tka it was noticed that a journey insert was implanted in a legion tibial baseplate. It has not been communicated if a intervention will take place to correct the event. A review of the details provided in this case indicates a potential procedural related event has occurred. No radiographs have been provided for inclusion in the medical assessment. The patient's status post operatively is unknown. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.